Manufacturer narrative:
\ The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was provided. Previous investigations of similar complaints have been reviewed to determine the root cause. Potential product and non product related factors which may have caused or contributed to the reported issue have been considered. E.g. An inadvertent movement of the hand during stent release, incorrect holding of the delivery system during stent release, insufficient pre dilatation, highly calcified vessel, patient condition or the vessel anatomy may result into an irregular placement of the stent. In this case no difficulty occurred advancing and retracting the system to the lesion site, but the tracking path was calcified. No difficulty was reported during stent release but the lesion was not pre dilated which may have been a contributing factor to the event reported. Based on the information available a definite root cause for the event reported could not be determined. The IFU states: 'to ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment. Do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. Initiate stent deployment by rotating the thumbwheel in the direction of the arrows while holding the handle in a fixed position (...) Continue turning the thumbwheel until the distal end of the stent obtains a minimum of 1 cm of wall apposition (...) The thumbwheel is designed to initially deploy the stent distal end a minimum of 1 cm. Final stent deployment is achieved by using the deployment lever (...) While maintaining a fixed handle position, place your finger in front of the deployment slide and slide it from the distal to proximal end (...) Deployment of the stent is complete when the proximal stent end apposes the vessel wall and the sheath radiopaque zone is proximal to the proximal end of the stent'. Additionally, regarding difficulties during stent deployment the IFU states: "if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible, and replace with a new unit." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. \ updated device code/patient code/evaluation code.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The images provided confirm the reported stent foreshortening during stent release and placement of an additional stent in overlap. On a video sequence, a movement of the guide wire in distal direction during initial stent release is visible indicating that the inner catheter moved in distal direction leading to stent compression. Further images show that the stent strut structure was also compressed. No additional information could be obtained on the basis of the evaluation of the returned sample, as no device deficiency was found which may have led to the reported failure. Potential contributing factors to the reported event have been considered. Previous investigations of similar complaints have been reviewed. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release, an insufficient pre-dilatation, highly calcified vessels, the patient's condition or the vessel anatomy may result in an irregular stent placement. In this case, the tracking path was reported to be calcified. The lesion had not been pre-dilated which may be another contributing factor to the reported event. On the basis of the information available, a definite root cause for the event reported could not be determined. The IFU supplied with this device sufficiently describes the correct deployment of the stent. Also the IFU states: "if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible, and replace with a new unit."

Event description:
It was reported that during placement of the vascular stent for treatment of an obstruction in the femoral artery, the vascular stent foreshortened. An additional stent was implanted to cover the lesion completely. No patient injury was reported.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.